Manufacturer narrative:
The company service representative, examined the system. And was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a surgical console was not getting fluid on multiple cases when using the handpiece. The procedure details and patient harm was not provided. Additional information has been requested. Additional information was received indicating the event occurred during cataract surgery without patient harm. The procedure was completed.